Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set and cartridge/tubing change, with blood glucose reaching approximately 550 mg/dl; troubleshooting confirmed insulin flow through tubing and no visible site or set damage, and the user reconnected and resumed insulin delivery after guidance. Symptoms included hyperglycemia. Outcomes included a subsequent blood glucose decrease of about 40 mg/dl initially and then down to approximately 435 mg/dl after additional monitoring. Investigation included remote troubleshooting of the infusion system, verification of insulin delivery through the tubing, inspection of the removed infusion set, and reinsertion at a new site with continued monitoring. Investigation of this case revealed no device malfunction, with findings consistent with suboptimal infusion site selection and user behaviors that included making meal announcements as correction contrary to guidance, which limited automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with infusion site placement and meal announcement behavior rather than a device or component failure.